Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that there was no damage or defects with the shaft, only was observed signs of normal usage and a functional evaluation cannot be evaluated thru a photo and without the physical device, the photos do not provide enough evidence to confirm the reported condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the shaft was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 03.505.003, lot: 8216772, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 11 aug 2022, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects observed on the surface of the device. A dimensional inspection was performed for the shaft, p/n: 03.505.003 and met specifications. A functional test was performed. The shaft was attached to the handle and secured by tightening the nut. The shaft assembled correctly to the handle. A functional test to assess assembly to the driver tip, was not conducted since the mating device was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the shaft, p/n: 03.505.003 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, the drill bits stick in contact with the bone and block the system. It negatively affects the procedure due to increased surgical time. There were also two drill bits without fixed. This report involves one (1) shaft for 90° screwdriver. This is report 4 of 6 for pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: dzi and dzj. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date: (B)(6) 2022. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.